Manufacturer narrative:
The device was returned to (B)(6).

Event description:
Oracle ro 1225624: it was reported that the pump failed an accuracy test +9.4%. There was no patient involvement. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing sticker seal. During functional check, the reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Root cause was found to be inaccurate/unstable delivery accuracy. Expulsor assembly will be replaced; it has been previously trimmed and contaminated of fluid found on the chassis base.